Event description:
Caller states, the patient tested 6.0 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. Patient was advised to hold his coumadin dose based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.